Manufacturer narrative:
Mat: 367899. Lot: 2292095. Bd received 1 sample from the customer in support of this complaint. A visual examination of the sample was performed and revealed embedded foreign matter in the shield. Bd was able to confirm the customer¿s indicated failure mode with the sample provided. Bd determined the root cause to be attributed to the manufacturing process. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes "black" foreign matter was discovered on cap. The following information was provided by the initial reporter: customer states product has black debris/contamination on the cap.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes "black" foreign matter was discovered on cap. The following information was provided by the initial reporter: customer states product has black debris/contamination on the cap.